Event description:
As reported, during the use of a 120cm outback elite re-entry catheter the cannula tip was unable to extend from the lateral port after the handle deployment slide release button was depressed. As a result, the device was removed, and a new outback re-entry catheter was used as a replacement. There was no reported injury to the patient and no adverse events associated with the use of this device. This was during a procedure to treat a lesion in the iliac artery which had calcification and tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no damage to the device observed prior to use. All specified ports were flushed with heparinized saline and the device was held in a straight orientation with no slack during preparation. Cannula actuation was verified outside of the patient and the device was not coiled at any point prior to its insertion. The cannula tip was fully retracted prior to insertion and the deployment slide was locked in the proximal position. The ¿l¿ marker leg was pointing towards the target re-entry site and was verified under fluoroscopy. The stored torque in the catheter shaft was released after the cannula tip was positioned. The cannula was unable to be deployed at all and was fully retracted prior to its removal from the patient. There was no damage to the device observed after its removal and there was no indication that the cannula had punctured through the shaft of the outback device. Additionally, the device remained in one piece during its removal. The device has now been returned. Addendum: the product evaluation revealed a distil tip separation on the returned outback elite re-entry catheter.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot: 18137482 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending.